Event description:
During surgery, the babcock insert separated from the base that was attached to the laparoscopic instrument. The blue plastic foreign body was successfully removed from the abdominal cavity of the pt with all parts intact. There were no indications of any harm to the pt.